Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
When impacting tibial implant, plastic tip on tibia impactor shattered. Partial knee arthroplasty case. Update 12/28/2017: rep indicated that all pieces of broken device were retrieved from the patient. "[Verified] visually, the piece that broke off was in tibial tray and was removed. After removal and inspection, wound was pulse irrigated per surgeon's usual practice." Operative side: left medial.

Manufacturer narrative:
Corrected data: product available to stryker; reason for no evaluation. An event regarding crack/ fracture involving a mako impactor was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed because no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
When impacting tibial implant, plastic tip on tibia impactor shattered. Partial knee arthroplasty case. Update 12/28/2017: rep indicated that all pieces of broken device were retrieved from the patient. "[Verified] visually, the piece that broke off was in tibial tray and was removed. After removal and inspection, wound was pulse irrigated per surgeon's usual practice." Operative side: left medial.